Event description:
The customer reported being hospitalized for three days due to diabetes ketoacidosis and high blood glucose over 480mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.